Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: 00771301200 modular femoral stem 61359856; 00784802201 modular neck 61429512; 00801803602 femoral head 61452227; 00875101336 crosslinked liner 61386831. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05366; 0001822565-2018-05367; 0002648920-2018-00708; 0001822565-2018-05368.

Event description:
It was reported a patient underwent a total hip arthroplasty and is experiencing pain approximately 8 years post operatively. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history records (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.